Manufacturer narrative:
The analyzer's serial number is (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 801 analytical unit. The initial result was 62.9 ng/l. The result was questioned because it didn't match the patient's previous results, and a new sample was tested. The result from the new sample was 10 ng/l. The initial sample was repeated, and the result was 10.0 ng/l.

Manufacturer narrative:
The alarm trace showed sample-related alarms (sample short, sample clot, and sample foam). A general reagent problem was not detected because the qcs before the event were within range, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.